Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose as well as high blood glucose. The customer¿s blood glucose level was 51 mg/dl. Customer also stated that the blood glucose 387 mg/dl at the time of incident and the current blood glucose level was 304 mg/dl. The customer experienced the symptoms such as nausea, difficulty breathing when walking. Troubleshooting was done for low blood glucose and over delivery. The insulin pump will not be returned for analysis.